Manufacturer narrative:
The sample was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 4386260 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involves a primary plum set that leaked from the 0.2 micron filter during administration of chemotherapy. The line was primed with normal saline and paclitaxel infused with no issues. Carboplatin commenced at a rate of 999 mls/hr. The filter started leaking after 130 mls had been infused. The line was discarded. The customer stated they are unsure if the patient had knocked the line or if there was damage on the line previously. There was no harm to patient or staff.